Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Device malfunction: difficulty recovering filter basket, entanglement with stent. Symptoms/ae: none. Time of malfunction: during procedure. It was reported that during the right internal carotid artery stenting procedure there was difficulty removing the filter basket. The lesion was heavily calcified. Pre-dilatation was done with a 3 mm rx balloon. The accunet met resistance on advancement, due to severe calcification, but was ultimately placed at the target site. Dilatation was done with a 4 mm balloon. An acculink stent could not cross the calcified lesion and the physician planned to abandon the procedure. The rc1 catheter was unable to advance through the calcification despite multiple balloon dilatations. An attempt to place the stent was again tried unsuccessfully. A second attempt to advance the recapture device was unsuccessful. An x-pert 6 mm x 4 cm stent was successfully positioned and deployed in the intended site. Post-dilatation of the proximal lesion was done with a 5 mm balloon. The rc1 was advanced again, but could not cross the proximal portion. The steerable tip recapture device advanced through the stent, but was unable to pass through the last 5 mm of the distal lesion. At that point the physician pulled the filter down, but it became entangled. The wire and sheath were pulled back, straightened, and pushed back up to the lesion and up to the recapture device in the distal stent. With this support, the physician was able to push the recapture device out with the filter and then capture the filter appropriately in the distal internal carotid. The entire system was pulled back and the filter was removed intact. There was no patient effect and no additional information.